Manufacturer narrative:
Based on the current information provided, the cause(s) of the post-operative complication and the patient¿s subsequent death are unknown. In addition, the following information is unknown: patient specific information, the date of the patient's death, and what medical intervention (if any) was administered due to reported post-operative complications, on 03/02/2020, intuitive surgical, inc. (Isi) contacted the surgeon to obtain additional information regarding the reported event. However, the surgeon was unwilling to provide any new information about the event and plans on consulting with the site's risk management department. There is no allegation or evidence that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is obtained, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted hernia repair procedure, a small bowel injury was identified and the patient subsequently expired. However, at this time, the cause(s) of the post-operative complication and subsequent patient death are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that after completion of the robotic portion of a da vinci-assisted hernia repair procedure, the case was converted to traditional laparoscopic surgery so that the surgeon could place mesh with an unidentified laparoscopic "tacker" instrument. According to the initial reporter, the surgeon also made the decision to convert to traditional laparoscopic surgery due to the following reasons: the case was difficult and complex, the duration of the procedure was quite long, the hernia was large, and the surgeon could not get the right angles to place the mesh using the robotic system. Per the initial reporter, who was present during the case, there were no malfunctions of the da vinci surgical system and no intra-operative complications. On 02/26/2020, the initial reporter followed up with the surgeon regarding the patient¿s status. The surgeon indicated that the patient was experiencing post-operative pain. On 02/28/2020, the surgeon informed the initial reporter that a small bowel injury was identified. On 03/02/2020, the surgeon informed the initial reporter that the patient had expired. However, the surgeon did not provide a cause for the small bowel injury or the patient¿s death. There was no allegation from the surgeon that the da vinci surgical system caused or contributed to the small bowel injury or the patient¿s death.